Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported casing issue was verified. The battery compartment was found to have cracked at the top, below the grip pad, and from the grip pad to the top. A test cap was used in the evaluation. The pump powered up with auditory and vibratory features. No tactile issue was found with the keypad buttons. Unrelated to the casing issue, the display was dim and discolored. The bolus button was unresponsive and moisture corrosion was found on the button contact.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged with no evidence of moisture corrosion in the pump. No damage to the cap was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.